Event description:
Employee was transferring blood from a syringe into blue stoppered collection tube. Tube cracked near the top of the tube while employee was filling it up. Sharp edge of cracked tube lacerated employee's finger. Review of database indicates no other related issues with this lot number.